Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 25th july 2018. On receipt of the device, the pad clock was found with nonsensical date and time and the device memory records 4 self-test fails due to an rtc tick test error. The user would have been alerted with a ¿warning, device service required¿ prompt. The rtc circuitry was measured and found to be comparable with a known good unit. On visual inspection of the pcba, there was evidence of excess flux on the rtc circuitry including the crystal y1. This may have had an adverse or an intermittent effect on the y1 crystal, resulting in the desynchronization of the pad clock. Furthermore, the device did not perform auto self-tests since installation. This would have been a further consequence of the nonsensical date and time observed in the internal rtc register. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was then carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes and recorded all auto self-tests. This combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device prompted 'device service required' when switched on at a training session. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device prompted 'device service required' when switched on at a training session. There was no patient involved in this event.